Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannula. This occurred several times and most recently on the night of the report. Blood glucose elevated to the 300's with this type of infusion set, and her normal blood glucose is 200-270 mg/dl. Pt delivered insulin through the infusion device to treat hyperglycemia. Blood glucose was 311 mg/dl on the night of the report. Infusion headset was inserted manually, and blood glucose elevated approx 1.5 days following insertion. Infusion set was requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.